Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the subject meter started to read inaccurately during the ¿afternoon of (B)(6) 2015¿, when she obtained alleged results on the meter of ¿177 and 242 mg/dl¿ performed more than 20 minutes apart. The time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient does not administer medication to manage her diabetes and reported that she continued with her usual diabetes regimen after obtaining the alleged results. She reported that ¿4-5 hours¿ after the start of the alleged issue, she developed a ¿sweat¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient had obtained samples from the same approved sample site and the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/17/2015 and evaluated by lifescan product analysis on 4/21/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.